Event description:
It was reported that customer experienced multiple occlusion alarms, which led to very high blood glucose of 1000 mg/dl, ketone level identified as dangerous/life-threatening by a healthcare provider, and a fall that caused a scraped head, broken ankle, and broken ribs. Customer was hospitalized, admitted to the intensive care unit and was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2026 with issue resolved and no permanent damage, however, it was noted the customer has been having a hard time walking because of broken ankle and ribs. Occlusion alarms were addressed with a pump supply change and insulin therapy was resumed. Reportedly, the customer uses cold insulin and does not use an insulin filled syringe when removing air from the cartridge during the load sequence. Tandem clinical support educated the customer on proper insulin usage and load procedure.